Event description:
During the device evaluation, foreign matter (adhesive mark) was observed on the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the type of foreign material and the root cause could not be identified. The event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. . Olympus will continue to monitor field performance for this device.